Manufacturer narrative:
The most probable root cause is the mesh was damaged during use. The sample was provided for evaluation. As received there is a visible crack in the edge seal of the mesh. The mesh fibers remain intact with no visible separation. Visual evaluation of the sample finds that the mesh has been folded/rolled prior to the attempted implantation. Based on the event as reported and sample condition, it is most probable that the cracking of the edge seal inadvertently occurred during user/device interface while the user was inserting the mesh. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in december, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported that the bard 3dmax light mesh was damaged after the doctor inserted the mesh. An image revealed that a crack was found on the mesh edge. No patient injury. Device was returned for evaluation.